Manufacturer narrative:
The unk cypher stents remain implanted in the pt and are not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
Pt had various cypher and taxus stents implanted in 2003 and three months later in 2004. In 2003, the pt had restenosis and underwent coronary artery bypass and additional stents were implanted. Finally in 2007, the pts left anterior descending artery was totally occluded at or near the implanted stents. No additional info was available at this time.